Manufacturer narrative:
(B)(4). During service, failure code 810:04 was confirmed as "air base too high." The air-in-line printed circuit board (ail pcb) was recalibrated and verified. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B)(4) that is associated with this report. The fca associated with this complaint is 6000001-3/15/05-007-c.

Event description:
The facility representative reported a pump with failure code 810:04. This problem was identified during set-up. There was no report of patient injury or medical intervention necessary. No additional information is available. (B)(6).